Event description:
Complainant alleged that while attempting to treat a patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. The clinician subsequently administered the shock to the patient. Complainant indicated that the patient subsequently expired, however, it was not a result of the reported malfunction. Complainant indicated that the electrode pads involved in the reported malfunction were not retained by the customer.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.